Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was leaking the following information was received by the initial reporter with the following verbatim the set is the bd alaris pump infusion set with bonded texium closed male luer with priming cap the end of the set is connected to a bd smartsite needle-free valve, which is then connected to the mediport needle which goes into the patient it is at the connection between the bd alaris pump infusion set with bonded texium closed male luer with priming cap and the bd smartsite needle-free valve that the leak occurred .

Manufacturer narrative:
Two pictures of the product 2000e connected to a texium connector were provided for quality evaluation. The pictures show the smartsite connector, 2000e, connected to the texium connector of a primary infusion set. The customer complaint is that the leakage is between the texium connector and the smartsite, however, the photos provided do no show the leakage. Additionally, there is a known issue with the texium connectors leaking when connected to a corresponding connection. Therefore, the customer complaint that the 2000e is leaking could not be verified. A root cause for the reported failure could not be determined because a physical sample was not provided. A device history record review for model 2000e lot number 24105087 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.